Event description:
It was reported through the stryker facebook page, "mine was a complete failure. I'm in bed much of my life. Think twice."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.